Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. Reportedly, the customer had reused the cartridge to continue insulin therapy and tandem technical support educated customer that this is off label use. The customer was able to remove the o-ring from the pump and loaded a new cartridge and was able to successfully resume insulin delivery. There was no reported adverse effect to the customer's blood glucose level.